Manufacturer narrative:
Results of evaluation: conclusion: record purpose only: as the instrument was not received for analysis, no conclusion could be reached as to what may have caused the reported incident. Mfg and engineering have been notified of the reported incident.